Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation the right atrial lead exhibited multiple noise reversion episodes due to noise. The noise could not be reproduced with isometrics. No intervention was reported. The patient was in stable condition after leaving the clinic.